Manufacturer narrative:
Device is a combination product. (B)(4). Promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. The device was returned with a stent protector covering the balloon, the stent protector was removed and it was noted that there was no stent present on the balloon. The stent was not returned for analysis. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum stent profile was found to be within max crimped stent profile measurement. The bumper tip of the device was examined and slight damage was noted, the damage noted may have been caused by the analyst during removal of the stent protector. The balloon body was reviewed and there were no issues noted. The balloon wings were relaxed and had most likely been subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 29nov2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. Following pre-dilatation, a 2.75x38mm promus element ¿ drug eluting stent was advanced but failed to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.